Manufacturer narrative:
Concomitant products: product ID: 5076-52 lead, implanted: (B)(6) 2006; product ID: dtba1d1 ICD, implanted: (B)(6) 2014; product ID: 694965 lead, implanted: (B)(6) 2006

Event description:
It was reported that the device had early battery depletion. It was further reported that the left ventricular (lv) lead had high th resholds. The device was explanted and replaced and the device was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.